Event description:
It was reported that the subject device had ultrasound image cannot be displayed. The issue was found during sedation of fna (fine needle aspiration) diagnosis procedure of the device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6, h11. Corrected fields: b6, b7. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: acoustic lens was damaged, and there was a gap in the adhesive around the acoustic lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation, the cause was traced to a component failure. Regarding the reportable issues found during the investigation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.